Manufacturer narrative:
In telephone contact, it was informed that the dentist did not haveinformation about lot number of the product. The investigation of thecomplaint was carried out considering the analysis of the informationgiven by the dentist in the guarantee form and visual conference of theproduct returned by the dentist.

Event description:
(B)(4)- the dentist reported that to remove the dental implant during its installation surgery because it did not achieve a good primary stability.